Event description:
While inquiring about the shipment of their product, the customer reported a past event of emergency room visit due to high blood glucose. The customer stated that they were traveling and forgot to take their insulin with them. They were unable to treat the high blood glucose. The customer's blood glucose at the time of the phone call was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See medwatch report 2032227-2014-04840.